Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple alarms unexpectedly. The customer's blood glucose reading was 106 mg/dl at the time of incident. Troubleshooting found that the pump restarted several times and that a low battery alert was not received prior to an off no power alert. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a21 noted after battery change due to voltage leak on the interface board. No a17 alarms noted. However, all operating currents are within specification. No unexpected low battery, off no power alarms, or battery out limits alarms noted. The insulin pump passed of no power test, self test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.